Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a nav-ring that failed. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 had a nav-ring that failed, and that the customer was provide with a quote for a replacement. The investigation is ongoing.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The service proposal provided to the customer had expired, and no further actions were performed by philips. It could not be determined if the customer's issue was resolved or if the device was repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.